Event description:
Customer reported erroneous low hemoglobin (hgb) test results were obtained for one patient sample when using the coulter lh 500 hematology analyzer. The test results were low for hemoglobin on two runs without instrument-generated flags. The test results were identified as erroneous when the hemoglobin and hematocrit results did not match. Customer also reported that the white blood cell (wbc) count was difficult to obtain for this patient sample. The customer suspected sample integrity. An instrument-generated flag for "voteout" was obtained for the wbc parameter. Quality control run before the event was within range. Quality control run after the event was out-of-range low for the hgb parameter of the abnormal control. Controls were within range after cleaning the blood sample valve. The customer continued to have problems with the wbc "voteout" flag until the customer performed a disinfect (bleaching) cycle, which corrected the problem. Erroneous test results were not reported out of the laboratory. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
Customer performed troubleshooting under the direction of beckman coulter support personnel. The customer cleaned the blood sampling valve (bsv) which corrected the low hemoglobin recovery, and performed a disinfect (bleaching) cycle which corrected the wbc voteouts. Cause of this event is unknown, but may be related to sample condition. Product labeling was evaluated. Lh500, instructions for use, pn 624602 states: beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include reference ranges (h/l), action and critical limits, definitive messages, suspect messages, parameter codes, delta checks and decision rules. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.